Event description:
During transport in an ambulance while operating on battery power, the pump reportedly powered off without sounding an audible alarm tone. The pump was being used to deliver an unspecified concentration of heparin. No specific programming parameters were provided. The customer contact did not know if medical intervention was necessary; however, the patient was reportedly "fine."

Manufacturer narrative:
The device was not isolated or identified by serial number; therefore, it will not be returned for investigation.